Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a full pack of luer connectors failed to function during set-up, with resistance even when using pliers, and the user expressed concern about a connector locking the cartridge in the device and preventing supply changes. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included shipment of replacement supplies and arrangement for return of the affected connectors. Investigation included internal complaint review and request for product return for evaluation. Investigation of this case revealed a suspected device component malfunction involving the luer connectors that impeded proper connection and removal. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing or component quality issue.